Event description:
Legal received a claim regarding a bilateral patient. Per the op notes the patient left and right knees had loosening of the femoral components, tibial tray, and the inserts were pitted and gouged.